Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient reiterated previously stated information and noted that as of (B)(6) 2023, they will undergo a change of wires and generator. The issue has not yet been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt had issues for 15 weeks and no doctor could figure out what was going on with them so the pt wanted to reach out to medtronic to touch base. Pt noted their right hip, right thigh, and right buttocks swelled up to 9 cm different than the left side. Pt said it was excessive swelling. Patient had been to orthopedic neurosurgery, checked for blood clots, steroids, x rays, and CT but no one could figure it out. Patient noted they had elevated pain levels so they checked the wires via x ray and they did not see any abnormalities. Pt noted the swelling was on the same side of the ins. In december the pt had elevated pain levels so they check the ins and the leads and did not see anything wrong. The pt was at pain management today and they were with a surgeon so they were aware of the issues since the beginning but could not find the cause. They did not think the ins was the cause and pain management was suggesting different injections even thought they just had joint injections in february when trying to alleviate the issue if that was the cause. The patient was redirected to their healthcare provider to further address the issue. Pts healthcare provider told the patient to call medtronic since they had very few programs and the wiring was over the top. Patient service provided patient tech services phone number and when ps offered nas phone number for healthcare provider, pt denied that number. Patient reported they are having to charge the ins more often than before.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.